Event description:
It was reported that the pt underwent spinal surgery at l4/l5. While the surgeon was tapping the l4 pedicle, the tip of the tap snapped at the 1st depth marker. The tip was removed from the bone with pliers. No add'l pt complications were reported.

Manufacturer narrative:
(B) (4): the tap was returned for eval. Visual examination confirmed the instrument broke at approx 70 mm mark. Microscopic examination of the fracture surfaces revealed a quasi-brittle fracture surface with no indication of fatigue or torsional overload. Evidence of damage was present at the area of crack initiation. The angle of the fracture surface and river lines on the fracture surfaces suggest failure due to bend stress overload. A review of the device history records did not identify any applicable non-conformance to spec.